Event description:
The account alleged that the side rail will not latch due to the side rail having a broken weld. No injury reported.

Manufacturer narrative:
The account replaced the side rail frame assembly to resolve the issue.